Event description:
It was reported that the patient was hospitalized five times spanning from (B)(6) 2003 to (B)(6) 2004 for nausea, vomiting, abdominal pain, and hypokalemia ((B)(6) 2003 nausea, vomiting, abdominal pain; (B)(6) 2003 nausea, vomiting, abdominal pain; (B)(6) 2003 abdominal pain, nausea, and hypokalemia; (B)(6) 2004 abdominal pain; (B)(6) 2004 nausea, vomiting, and abdominal pain).

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).